Event description:
The following has been reported: biomed reported: customer said " service requested" alarm on screen. Troubleshooting: began a basic infusion: rate of 700 ml / volume of 500 ml. " service requested" alarm sounded during troubleshooting infusion. Volume infused before alarm: 50.3 ml for 5 mins. - no patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.